Event description:
It was reported that the patient line was leaking during dwell one on the home choice (hc). The home patient (hp) stated it appeared there was a tear in the patient line and the line was leaking. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.